Event description:
On 9/5/97, an ivc filter was placed in pt's right femoral site without difficulty. Filter was placed at l2-l3 inter vertebral space and confirmation of filter and proper deployment was made under fluoroscopic guidance. Approx. 1 hour later post-operatively, x-rays show the ivc filter in the pt's right atrium, then later in the right ventricle. The pt's family refused surgical removal of the filter and insertion of a new one based on the pt's clinical condition. The pt expired 9/8/97, unrelated to the placement of the ivc filter. Please note that an attempt was made initially to insert the ivc filter via the right internal jugular approach. The guidewire was unable to be passed into the distal inferior vena cava. Dye studies did not identify the normal anatomical structures of the inferior vena cava and the procedure was aborted via the internal jugular approach.